Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked end cap, missing end cap sticker and missing address and serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was broken. The customer's blood glucose was 84 mg/dl at the time of incident. The customer stated that the insulin pump had a cracked battery compartment and was unable to remove the battery out of the insulin pump. The customer agreed to return the insulin pump for analysis.